Event description:
Spontaneous call from pt, with her pump sn (B)(4) not working. When she presses fill tubing, the number increases but nothing fills in tubing. She was able to get the back-up pump to work with same process. Did the reported product fault occur while in use with a pt? No; did the product issue cause or contribute to the pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by pt/caregiver.